Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting call service 127 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 01/05/2015 - device evaluation: the device has been returned and evaluated by product analysis on 12/15/2014 with the following findings: a review of the black box and alarm history showed related call service alarms had occurred. The pump successfully performed a rewind, load, and prime sequence and a 24 hour exercise test with no alarms occurring. The complaint could not be duplicated on investigation. The pump reference voltage was measured and was found to be below specifications. A defective capacitor on the printed circuit board was removed and the reference voltage returned to specifications. Unrelated to the complaint, investigation revealed that the battery compartment was cracked and there was moisture corrosion in the battery compartment. Leak testing revealed a battery compartment leak.